Event description:
It was reported by the customer that a pyxis medstation es had printer failure. The customer stated that the printer was not working and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to printer driver issue. A technical support specialist dialed into the station, followed (ka 000011460 - fujitsu thermal printer driver installation), installed the fujitsu driver and listed the printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.